Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing the set and was able to fill the tubing but could not go to fill cannula and insulin was squirting out. Customer stated insulin continues to drip after motor stops during manual prime. Customer stated that the tubing connector or the top of the reservoir were not wet and she did not recall seeing a gap between the piston and reservoir. The insulin pump was in the fill tubing screen and would only go back to the rewind screen when she hit the escape and act buttons. Blood glucose value is unknown. The customer was waiting for insulin to get to room temperature, she would perform a reservoir and infusion set change and call back if issue persists.